Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected ventilator evita xl was examined on site on the (B)(6) 2020 by dräger service and the logbook was evaluated. The logbook was also made available to the manufacturer for further examination. Other than reported it is considered that the event happened on the (B)(6) 2020 as the ventilator was switch off after that date until the logbook was downloaded on the (B)(6) 2020. The logbook confirms that a warm start was triggered by the ventilator on the (B)(6) 2020. The investigation concluded an electro-static discharge beyond the requirements of iec 60601 to be the most likely root cause for the reported event. Several device test, including a simulated ventilation overnight, were performed by dräger service but could not replicate the reported fault nor identify any device failure. Finally, the device was tested successfully according to the manufacturer¿s specification. The ventilator evita xl is designed and approved in accordance with the requirements of the iec 60601-standard and its associated standards, which specify the immunity barriers against external disturbances. However, if external disturbances beyond these required limits occur, an electro-static discharge can happen and, as reported, result in a temporary power loss. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal deviation, a warm start will be triggered. The user will be alerted to this condition by an audible alarm and a visual message will be posted on the display. The device itself will briefly power off and then back on. During this time, an emergency-breathing valve will open to allow spontaneous breathing to the patient. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the previous parameters. When the ventilation starts running again, the ¿mv low¿-alarm will be posted at the same time until the applied gas volume is larger than the set lower minute volume limit. The ventilator reacted as specified and tried to remedy a detected deviation by performing a warm start. Alarms were generated as specified in order to alert the user of the event. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that "patients' ventilator lost power for a brief period of time - approximately 2-3 seconds. Anaesthetist was in attendance who pushed the dial knob and it switched back on again." There were no patient consequences reported.